Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states that the one arm drive on the chair is not steering straight. It seems to be the left front that is veering.

Manufacturer narrative:
The device was evaluated by the returns department which found that the left head tube is just a little off causing the chair to drive right without using the one arm drive.

Event description:
Customer states that the one arm drive on the chair is not steering straight. It seems to be the left front that is veering.